Event description:
The hcp reported the patient was not experiencing effects from the therapy. In 2004, a rotor study was reported to be fine, but the hcp was unable to aspirate csf when doing a catheter dye study. He injected 10cc of dye and the dye did not show up in the catheter. The hcp then planned to only reconnect the catheter, but was unable to flush the sideport of the pump and replaced the pump as well.